Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between november 30, 2021 and december 1, 2021. H10: the device was received for evaluation. A functional flow rate test was performed, and it was noted that no evidence of flow was observed coming out of the flow restrictor. Microscopic examination on the flow restrictor revealed the root cause of the flow problem was due to a series of micro-air bubbles blocking the fluid path inside the lumen of the capillary glass. The capillary glass is located inside the flow restrictor housing. Air bubbles inside the lumen of the capillary glass can be attributed to the initial improper filling technique during product use (filling step). The product¿s instructions for use (IFU) details the proper filling technique to avoid this occurrence. The reported issue was verified. The cause of the reported condition was a user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a large volume infusor. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.